Event description:
The account generated falsely elevated architect neonatal bilirubin result of 20.2 mg/dl and repeated 20.2 mg/dl on patient 1 , who was a (B)(6) full term infant. The same microtainer sample was poured into a cup which tested total bilirubin of 10.1 mg/dl. The specimen appearance was slightly hemolyzed but clear. On (B)(6) 2011, patient 1 tested neonatal bilirubin of 12.0 mg/dl. No impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The MDR was inadvertantly submitted with the incorrect manufacturer address. The correct site location should be abbott manufacturing inc, (B)(4), USA. A new MDR was submitted with the correct manuafacturerer information and completed evaluation under manufacturer report 1628664-2011-00678.